Event description:
It was reported that the shaft of the device kinked during the failed attempt to treat a non-tortuous lesion in the mid right coronary artery. After removal of the device from the patient the support mandrel was noted to be sticking through the shaft at the location of the kink. It is unknown if a leak was noted during inflation of the balloon in the patient. Another 2.75x28 mm voyager nc was used to complete the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Sheath: 6f. Evaluation summary: analysis of the voyager nc catheter noted blood visible in the guide wire lumen and on the loosely folded balloon, shaft, and contrast in the inflation lumen consistent with preparation and the catheter advanced into the patient anatomy. The tip length and crossing profile were measured and met manufacturing criteria. The support mandrel was protruding through the shaft 10.2 centimeters proximal to the guide wire exit notch confirming the tear in the shaft. The hypotube and the shaft were kinked at the same location. An attempt was made to pressurize the balloon catheter when fluid leaked out the hole in the shaft where the support mandrel was protruding from. It is likely that the shaft kinked during advancement in the lesion as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further, as the shaft kinked, the support mandrel likely protruded through the outer member material at the kink location, resulting in the noted leak. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the balloon rated burst pressure and catheter lumen integrity prior to release. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4).